Event description:
Allegedly, patient underwent a left total hip replacement and received a metal on metal wright hip system implants. Patient suffered pain, debilitating lack of mobility, and high levels of toxic metal levels.